Event description:
It was reported that the hub appeared to separate from the introducer sheath during use. The patient was unaffected by the event.

Manufacturer narrative:
An 8f, 23cm, fast-cath hemostasis sheath was returned for evaluation. Numerous dents and kinks were noted in the sheath tubing, and the distal tip edge was gouged and folded. No other anomalies were noted. The sheath tubing length measurement was within specification. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The sheath tubing was removed from the hemostasis hub with minimal effort, and the hemostasis cap and seal were then removed from the hemostasis body. The sheath tubing was noted to be severed within the sleeve at the hub base. The hemostasis hub, sheath tubing, and sleeve were then cross-sectioned to reveal the sheath tubing head. A radial discontinuity was noted in the sheath tubing at the head extending partially into the tubing wall. A partial separation of the sheath wall occurred similar to what occurred at the distal end. Based on this analysis, the reported event was confirmed to have occurred; however, the cause could not be determined. Appropriate actions have been identified. An internal corrective action was initiated to investigate the introducer sheath/hub separation failure mode. The product was manufactured prior to the corrective action.